Manufacturer narrative:
It was learned that the intraocular lens is staying in the patient's eye for now. The patient's other eye will now possibly be operated on and then the team will discuss how to proceed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the post operative refraction on the right eye of a female patient was -3.25 -0.5 45 after intraocular lens (iol) implantation. Account indicated that the lens position has moved forward and that the patient had a short eye, steep radii. No incision enlargement or vitrectomy took place. Other interventions are unknown and no further details were provided.

Manufacturer narrative:
Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: unknown/ not provided. Explant date: not applicable as lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Several attempts have been made to obtain missing information; however, to date, no response has been received. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.